Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through that the patient passed away due to kidney failure. The device worked as intended. An autopsy was not performed. The device was not explanted and would not be returned. Due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.

Event description:
Due to patient privacy laws no further information could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported kidney failure could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10sep2019. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) lists renal failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.